Event description:
It was reported that during a percutaneous coronary intervention, a wire tip detached. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal to mid left anterior descending artery. A 1.75mm rotalink plus was advanced over a 330cm rotawire to treat the target lesion. Multiple ablations were performed without issue. It was noted that the physician tended to ¿remain the bar of the rotablator in one place¿. However, when removing the burr using the dynaglide mode, it was noted that the rotawire was flapping from the end of the advancer and the proximal part of the wire was rotated. After the burr was removed, the coronary artery was checked under the cineangiocardiogram and it was observed that the tip of the wire was detached and remained inside the coronary artery. A non bsc device was used to remove the wire tip and the procedure was completed. No further patient complications were reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 yrs. Or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a wire tip detached. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal to mid left anterior descending artery. A 1.75mm rotalink plus was advanced over a 330cm rotawire to treat the target lesion. Multiple ablations were performed without issue. It was noted that the physician tended to ¿remain the bar of the rotablator in one place¿. However, when removing the burr using the dynaglide mode, it was noted that the rotawire was flapping from the end of the advancer and the proximal part of the wire was rotated. After the burr was removed, the coronary artery was checked under the cineangiocardiogram and it was observed that the tip of the wire was detached and remained inside the coronary artery. A non bsc device was used to remove the wire tip and the procedure was completed. No further patient complications were reported and patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination revealed the device fractured in two sections. The proximal section returned stuck inside the catheter; the device was removed from the catheter and presented the body kinked. The proximal portion was approximately 315.5cm and the distal portion was 14cm. Outer diameter measurements taken were found to meet specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following results: the distal section presented with a failure that occurred due to a fatigue event (with an initiation site on a mechanical damage on wire surface) followed by a bending overload. The proximal section presented with a failure that occurred due to a rotational wear reduction of the cross section followed by a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported this is the same case as MFR #: 2134265-2013-08895.